Event description:
It was reported by the customer that they had high blood glucose level of and upon inquiring further, it was discovered that he had been hospitalized on (B)(6) of 2014. Customer stated they had eaten dinner and at some point during the night, the infusion set was pulled out. Customer went to work the next day but felt very ill and checked into the hospital. During troubleshooting, customer stated they had removed the infusion set and had found the cannula had been bent and occluded. Customer's blood glucose level was 139 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.